Event description:
Customer called to report a calibration issue on his insulin pump. The insulin pump also alarmed during the priming process. Troubleshooting was performed. The alarm was resolved but the customer did not have time to troubleshoot the calibration issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.